Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.2, lab inr: 2.4. The time between testing was between one (1) and two (2) hours. Therapeutic range 2.0 - 3.0 for the pt. There was no add'l pt or treatment info provided.

Manufacturer narrative:
Investigation pending.